Event description:
The account alleged the head will not stay up, the head section is drifting down slowly. No pt impact was reported.

Manufacturer narrative:
The tech replaced the cardio pulmonary resuscitation valve to resolve the issue.